Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Patient not enough milk production before stopping breastfeeding. This record represents the patient's right side device. Device has been explanted.